Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3-date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot:8673678.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that one lead had migrated. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Second lead replaced electively. The investigation was unable to determine which of the lead contributed to the event effective therapy was restored post operatively.